Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found a retracted and bent/stretched helix consistent with procedure damage. Additional information: d9, h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Physician suspected lead dislodgement due to high capture threshold and high defibrillation and pacing impedance on the right ventricular lead. Review of fluoroscopy imaging on (B)(6) 2020 confirmed right ventricular lead dislodgement. During repositioning procedure, helix failed to retract, so the lead was explanted and replaced. Patient was in stable condition before, during, and after the procedure.